Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of e-3 error; test strip error. Consumer states e-3 error occurred upon insertion of test strip into meter port. Consumer states that she was not putting the strips in the meter all the way before applying the blood sample. She attempted to retest using a new strip and was able to get a blood test of 76mg/dl. Consumer states she feels dizzy. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings.